Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced difficulty connecting the usb cable into the usb port resulting in an issue with charging the pump battery. Additionally, the pump was hot to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the reported event. The customer's blood glucose level was 210 mg/dl. The customer reverted to an alternate method of insulin therapy.